Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker exhibited concerns of premature battery depletion (pbd). A request was made to have data from this device analyzed, however, this information has not been provided at this time. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received with the data analysis results indicating that this device is depleting normally. No adverse patient effects were reported. At this time, this device remains in service.